Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). Full event site address: (B)(6). A getinge field service engineer (fse) after on-site inspection stated that the equipment has low negative pressure and requires replacement of the maintenance kit. The customer has replied that still in the approval process and repair has not yet been approved. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).

Event description:
It was reported by the customer on (B)(6) 2025 that during use the cardiosave intra-aortic balloon pump(iabp) an inflation failure alarm on the equipment. There was no patient harm or injury reported. Fse inspection revealed a pump pressure problem, requiring replacement of the maintenance kit.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.